Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for hematoma/pseudo-aneurysm. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that post procedure the 6 fr right femoral artery (rfa) access was closed with a 6fr angio-seal vip. The patient had a percutaneous coronary intervention (pci) of the right coronary artery with angiomax for anticoagulation. The patient was on 2 hours of bed rest, 1 hour sitting, and then ambulation orders. The patient developed a hematoma in recovery during the initial bed rest phase of recovery. Manual pressure was applied, and hemostasis was gained. Later ultrasound revealed a pseudoaneurysm of the rfa that was treated with a thrombin injection. Patient was then discharged on (B)(6) 2021 around 4pm cst and was readmitted for a hematoma and bradycardia at approximately 10pm that evening. The patient then received more manual compression and a ppm and was successfully discharged on (B)(6) 2021. Entry site of rfa looked to be within the limits of the common femoral artery (cfa). Slightly more towards the iea, but still below the posterior border. There was no notable tortuosity or significant peripheral vascular disease (pvd) on post cfa angio. Blood loss was less than 250cc's. The patient was stable and discharged from the hospital. Interventional procedure was successful and initial deployment of angio-seal was reported to be successful.